Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0222795137, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient with an implantable pump for cancer pain. On (B)(6) 2022, it was reported that the removed volume from the pump was much higher than the expected volume at a refill procedure. This discrepancy was repeated at the next refill visit. However, no pump alarms were activated. A scan was performed to determine if there was any anomaly on the catheter, but no anomalies were observed. No environmental/external/patient factors that might have led or contributed to the issue were noted. The patient was reportedly too weak from their cancer progression to have a catheter exam or have their catheter replaced. The patient died shortly thereafter from their cancer. It was confirmed that the cause of death was the patient's cancer and not the patient's pump. The pump was explanted after the patient's death and was to be returned for analysis to make sure that no anomalies were present with the pump. The issue was not considered resolved at the time of the report.

Manufacturer narrative:
B5: corrected to reflect the date that the event was received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient with an implantable pump for cancer pain. On (B)(6) 2022, it was reported that the removed volume from the pump was much higher than the expected volume at a refill procedure. This discrepancy was repeated at the next refill visit. However, no pump alarms were activated. A scan was performed to determine if there was any anomaly on the catheter, but no anomalies were observed. No environmental/external/patient factors that might have led or contributed to the issue were noted. The patient was reportedly too weak from their cancer progression to have a catheter exam or have their catheter replaced. The patient died shortly thereafter from their cancer. It was confirmed that the cause of death was the patient's cancer and not the patient's pump. The pump was explanted after the patient's death and was to be returned for analysis to make sure that no anomalies were present with the pump. The issue was not considered resolved at the time of the report. 2022-aug-04 e1 (for, rep): no new information.

Manufacturer narrative:
H3: the pump (sn:(B)(6) was returned for analysis. Analysis identified no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.